Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device time on device was incorrect, affecting order times and documentation. The technical support specialist logged into the es server and verified the reports, showed the correct time zone. Tss found the device time zone was set to pacific standard time and corrected it to eastern standard time. Customer reported a patient was not crossing over, so tss also reviewed the patient information and advised that the order should be visible. Customer then confirmed the patient and order were visible. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the dates reported by the device were incorrect and did not correlate with the actual time medications were administered, resulting in documentation errors. However, there were no delays, adverse events or injuries reported based on this event.